Manufacturer narrative:
Additional manufacturer narrative: c1. Name (#1): cbas® heparin surface; manufacturer/compounder: w. L. Gore & associates, inc. Lot#: 21131623. Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.

Manufacturer narrative:
D2: common device name was corrected. H6-code 4112: added 4112 to code the imaging data provided by the user.

Manufacturer narrative:
(B)(4). The device remains implanted in the patient. Intraprocedural dicom imaging series and dicom imaging series showing the occlusion of the renal artery were requested for evaluation a review of the manufacturing records indicated the device met pre-release specifications. The imaging evaluation states the following: series 1 pre-treatment angiographic image dated (B)(6) 2020. Series 40 post deployment angiographic image illustrates a patent viabahn vbx and right renal artery. Angiographic image illustrates what appears to be occlusive disease just distal to the previously implanted viabahn vbx. Angiographic image illustrating a guide wire present in the distal right renal artery. Angiographic image illustrates that the previously implanted viabahn vbx has been extended with a second viabahn device. Post deployment angiographic image illustrates a patent right renal artery. Based on the event description and the subsequent investigation, we are unable to determine the cause of this incident and assign a root cause.

Event description:
On (B)(6) 2020, the patient underwent a branched endovascular aortic repair (bevar) because of a thoracoabdominal aneurysm type IV. The following branches were treated with one gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) each: celiac artery, right renal artery, superior mesenteric artery. A gore® viabahn® endoprosthesis with propaten bioactive surface (viabahn device) was used to extend the vbx device implanted in the superior mesenteric artery distally. Access was gained via a cut down to the axillary artery to implant the all devices. The study database indicates that all devices were successfully placed and deployed as intended without abnormalities noticed. All devices were patent at the end of the procedure. Reportedly, on (B)(6) 2020, the patient presented with a total occlusion of the right renal artery which was resolved during an endovascular reintervention on the same day. They performed a mechanical thrombectomy by aspiration using the penumbra system (penumbra inc.) And relined the lesion with a viabahn device (5 mm x 10 cm). They suspected a stenosis distally to the vbx device, which might have led to the occlusion of the vbx device. It was stated, that the event was resolved without sequelae.